Event description:
Per the published literature, a physician reports that a pt with retinitis pigmentosa underwent uneventful phacoemulsification in the left eye. The preoperative refraction was -0.75 - 2.00 x 115. The axial length was 23.11 mm and the acd was 2.57 mm. An akreos adapt iol was implanted, with a target refraction of -0.33 d. At 3 weeks postoperatively, the refraction was +1.50 - 1.00 x 090 and the cdva was 6/18. At 6 months, the pt was aware of reduced visual acuity. There was severe capsule phimosis with anterior flexion of the iol haptics, however, there was no space between the margin of the anterior capsulotomy and the iol and the refraction was +1.00 - 0.75 x 90 (-0.37 d shift). A surgical anterior capsulotomy was performed with no subsequent change in the refraction.

Manufacturer narrative:
(B)(4). Retinitis pigmentosa is associated with aggressive capsule fibrosis. The posterior displacement of the iol optic is secondary to capsule contraction. Qatarneh d, hau s, tuft s. Hyperopic shift from posterior migration of hydrophobic acrylic intraocular lens optic. J cataract refract surg 2010;36-161-3.